Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock impedance measurements from november 2019 to april 2020. Technical services (ts) discussed troubleshooting/programming considerations and possible causes, such as potential lead calcification. In 2025, shock impedance measurements had risen to greater than 125 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock impedance measurements from november 2019 to april 2020. Technical services (ts) discussed troubleshooting/programming considerations and possible causes, such as potential lead calcification. In 2025, shock impedance measurements had risen to greater than 125 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that chest x-rays taken on (B)(6) 2020 showed no evidence of lead calcification at that time. The current lead impedance was greater than 200 ohms. The device was programmed to initial polarity; thus programming changes were not required at this time. Additionally, there were no episodes since receiving the patient's current implantable cardioverter defibrillator (ICD). It was noted that there was approximately three years remaining on the battery of this ICD system, however the patient was unsure whether she wished to have her device replaced at this time. A note was made in the patient's chart that this was being reviewed by device nurses but the physician has yet to establish care with this patient. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise in shock impedance measurements from november 2019 to april 2020. Technical services (ts) discussed troubleshooting/programming considerations and possible causes, such as potential lead calcification. In 2025, shock impedance measurements had risen to greater than 125 ohms. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that chest x-rays taken on 9/21/2020 showed no evidence of lead calcification at that time. The current lead impedance was greater than 200 ohms. The device was programmed to initial polarity, thus programming changes were not required at this time. Additionally, there were no episodes since receiving the patient's current implantable cardioverter defibrillator (ICD). It was noted that there was approximately three years remaining on the battery of this ICD system, however the patient was unsure whether she wished to have her device replaced at this time. A note was made in the patient's chart that this was being reviewed by device nurses but the physician has yet to establish care with this patient. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.